Event description:
Intro-flex percutaneous sheath introducer kit lot # 58407932, size 9f guidewire 0.032 inserted into patient in ICU bed 11 noted to be leaking at the site and replaced with cordis of same lot #. On four days later, second cordis noted to have broken off at hub and migrated into patient. Retrieved successfully by md. Other remaining cordis of same lot # removed from ICU. Dates of use: 2007. Event reappeared after reintroduction? Yes.